Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 3/4 of their automated peritoneal dialysis (apd) therapy. Nothing unusual was noted with any of hp's supplies, or with the technique used while setting up supplies. Tsc assisted hp in ending therapy early. Per hp, after ending call with tsc, hp started a new therapy with the same supplies. No pt injury or medical intervention was associated with this incident, per hp.